Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There was no indication of a malfunction which would have contributed to the incident. The second degree burns (deep partial thickness burn with necrosis and reddening surrounding the lesion) can be explained by the presence of the bracelet that patient was wearing on the left lower forearm during the examination, as seen in the provided photo. In this case hazard related to the presence of the external metal material on the patient (eg. Clothing with metal parts, jewelry) applies. No other information was provided, the engineer was unable to make contact with the site to obtain additional information. The equipment does not have a warranty, therefore, field service engineer could not go to the site to get more information and to test the equipment.

Event description:
Philips received a report that a patient sustained a burn following an exam. Photos provided show a deep partial thickness burn with necrosis and reddening surrounding the lesion on the left lower forearm.